Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the device was placed on tissue but was unable to fire. The surgeon was able to press the green button but could not squeeze the handle. A new device was used to complete the procedure. There is no patient injury.